Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, a medwatch notification was received via email. A facility representative reported that the guidewire tip from an ar-1788j-cp internalbrace implant system broke in the patient's bone. An anchor was placed in the left ankle, and the guidewire broke proximal to the anchor. The tip was not retrieved. This was discovered during a lateral ankle stabilization procedure on (B)(6) 2024.